Manufacturer narrative:
(B)(4)

Event description:
Information received from a healthcare professional (hcp), regarding a patient receiving compounded baclofen with concentration 3,300 mcg/ml at a dose rate of 499 mcg/day and hydromorphone with concentration 1.0 mg/ml at a dose rate of 0.1512 mg/day. Drug lot number and therapy dates regarding the pump medications were unavailable / not reported. The indication for use regarding the pump was intractable spasticity and head/brain injury. The hcp reported that the pain has been poorly controlled the last 2 months and the patient ran out of injectable medications. It was noted that "more scrip had to be sent". There were no intrathecal drug side effects or symptoms reported with the event. Additional information has been requested regarding the patient's symptoms, medications at the time of the event, cause of the patient running out of medications, troubleshooting, diagnostics, date of the event, interventions, and outcome of the event, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be sent.